Event description:
During use of the device for a non-clinical activity, the user reported that the perfusionist came in to defrost a block of ice, run it and build another block of ice, when the "service led" illuminated and gave an audible alarm. The tcmii was not to be used for a procedure. The perfusionists were just performing some typical checks during a period of a few days they were idle. The unit was powered off and on a couple of times and seemed to be functioning properly at this time. Since the event occurred during a non-clinical activity, there was no delay or pt involvement.